Event description:
Follow-up indicated that the pt received a primary total hip 3 days prior to his revision surgery. The pt presented with pain and the surgeon revised the insert and head as he felt the liner had not fully engaged the cup. Originally reported as, "pt complained of noise, painfree. Pt had to have surgery to replace the insert."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplement report.